Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic wedge resection of the lung, the first firing was unable to be performed due to pre-firing. Another device was used to complete the case. There was no patient injury.